Event description:
The user received discrepant potassium results for one patient sample. The initial result was 15.5 mmol per l and the repeat result was 15.4 mmol per l. The repeat result was phoned to the physician who was told the lab was rerunning the sample. A result of 4.59 mmol per l was generated on the other c501 (B) (4). The result of 4.59 mmol per l was actually charted for the patient. The patient was not treated based on the result of 15.5 mmol per l. No other patient samples were involved.

Manufacturer narrative:
The field representative could not find an instrument malfunction and suspected the sample integrity. He performed and ise check with results within specification. He also ran the affected patient sample numerous times with good precision. He performed calibration and qc with all values recovering appropriately.